Manufacturer narrative:
Product complaint #: (B)(4). Maude report number: mw5086407. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an unknown surgery for idiopathic scoliosis. It was noted that four (4) pedicle screws broke at the hub connector. It was unknown if there was a surgical delay and patient consequences. Concomitant devices reported: unknown transverse connector (part# unknown, lot#unknown, quantity#unknown), unknown rod (part# unknown, lot#unknown, quantity#unknown). This complaint involves four (4) devices.

Manufacturer narrative:
(B)(4).